Event description:
A customer reported that the vitrectomy probe stopped cutting and a system message displayed during a vitreo-retinal procedure. The case was completed with the same probe and system without delay. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).